Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to call back if it happened again. The customer was able to continue using the pump afterward.